Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the micro tornado handpiece with hand controls needs service. The device does not hold the burrs. There was patient involvement but no impact on the patient. The issue was found post-operative. The outcome of the event was the procedure had been completed with no surgical delay. A replacement device was used to complete the procedure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated at the service and repair center. Per service report, the defect reported by the customer (device not holding the burr) has not been verified. Hence, this complaint cannot be confirmed. On inspecting the device, further deficiencies were found to be impairing device function. The following activities were performed: unit modified acc. To guideline of manufacturer, unit safety test performed with reference accessories, functional test performed, electrical safety test completed, hipot test completed, functional test completed, cut in the motor cable : motor cable replaced, missing o-ring was completed, "micro": preventive replacement of o-rings performed. The root cause for the reported failure is undetermined. However, the possible root cause for the deficiencies found can be attributed to user mishandling issues due to improper maintenance. The deficiencies were replaced and the device was restored to specification and is fully functional. Furthermore, a manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).